Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Access was obtained via right femoral artery. The 90% stenosed, severely calcified target lesion was located in a moderately tortuous mid left anterior descending coronary artery. A 15mm x 2.00mm emerge balloon catheter was used to predilate the target lesion. Initially, the balloon was inflated at nominal pressure and was gradually increased. When the pressure reached at 10 atmospheres, the pressure started to drop down. The balloon was replaced with another different device but it also ruptured in the same way. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).